Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels of 586 mg/dl. The last infusion set change was done two days, prior to the hospitalization. Prior to the hospitalization, the customer woke up with blood glucose levels of 400 mg/dl, then 600 mg/dl after treating with the insulin pump. The customer did not change the infusion set when experiencing the high blood glucose levels. Troubleshooting was performed. The insulin pump passed the self test, prime test, and the programming was correct.